Event description:
The patient reported experiencing issues with their last three pods worn on their right arm. After removing these pods, the patient noticed knots, bruising, and some scarring at the cannula insertion sites. The knots were described as larger than a mosquito bite but smaller than a dime, comparable to a pimple-like bump. The patient confirmed they rotate their pod sites and currently has a pod on their thigh without issues. The patient was advised to speak to their healthcare provider before trying any new adhesive products.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.